Manufacturer narrative:
This report is submitted on july 15, 2021

Event description:
Per the clinic, the patient was bullied at school and had a disinfectant poured over his head resulting in folliculitis at the implant site which was treated with a topical and oral antibiotic and topical steroid. The patient was hospitalised while experiencing pain at the implant site, migraines, blurry vision, pour sound quality, spark like sensations, no response to sound and swelling and inflammation at the implant site.